Event description:
A mayfield 2000 radiolucent headrest system was initially reported to have formed only shades and artifacts during a dsa scanning. On (B)(4) 2012, additional info was received that changed this report to a MDR. The info provided was described as follows: a mayfield 2000 radiolucent headrest system was fixed onto the pt's head and then the neurosurgeon fixed the c-arm for taking the dsa image in preparation for an aneurysm procedure. The pt was anesthetized when the radiolucent mayfield system was fixed on to the pt. The neurosurgeon was only able to see images of the skull clamp and other artifacts. They were unable to see the pt's vascular system of his brain. Another system was used and the same problem occurred. The procedure was delayed for two hours. The pt did not incur an injury as a result of this incident.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.